Event description:
It was reported the patient was unable to feel stimulation. It was also reported the patient has not charged her ipg in over a year. Subsequently, the patient underwent surgical intervention (B)(6) 2015, where her ipg was explanted and replaced with a different model. Effective therapy was reportedly resumed post-operative.

Manufacturer narrative:
Corrections/removal reporting numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.